Event description:
An impella cp was escalated to the impella 5.5 pump for the support of the 57 year old male patient who had been admitted in with known coronary artery disease and plan for bypass surgery. The 5.5 was successfully inserted via the axillary and support initiated on the automated impella controller (aic). Other underlying medical history was not shared. The 5.5 and aic were successfully supporting when there was an alarm of failure on day 2 of the support. To remedy the aic was removed and replaced. The support proceeded on the 2nd aic without any harm or injury noted. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 code a1301 was inadvertently omitted on the initial manufacturer device report number. The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.